Manufacturer narrative:
Upon evaluation, the connector and locking nut were missing. The root cause of the missing trunk connector and locking nut is physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
Review of service data detected a reportable problem. An electrode belt was found to have a damaged trunk cable.